Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite® implant 4 x 13mm (oss413) was returned for investigation. Visual inspection of the reported product identified signs of use, dried blood and bone around the implant and no apparent malfunction. The reported device was measured and was verified to match its respective specifications per dwg no 5731 rev ae. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i dental implant IFU (p-iis086gi rev f 11/2015) & biomet 3i surgical manual for tapered and parallel walled implants (instsm rev h 08/18) information identified: warnings precautions sterility potential adverse events. No device lot number was provided so a device history record review could not be performed. A complaint history review by item number was conducted for the (oss413) dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported events. Complainant reported that the implant was removed due to the infection & bone loss. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. Weight: unknown. Lot number: unknown.

Event description:
It was reported that the patient had infection and bone loss. The implant was extracted.